Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(4), batch: 15950570.

Event description:
It was reported that the patient was not getting an adequate stimulation coverage due to having high impedances on most of the lead contacts. The patient underwent a lead replacement procedure and the patient was doing well postoperatively. The explanted leads were discarded.